Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (does not communicate with monitor) is being investigated. As received, the belt was unable to communicate with the monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to communicate with the monitor.